Event description:
It was reported that the pace/sense portion of the lead had a rise in impedance. It was also reported there were non-sustained ventricular tachycardia episodes and sensing integrity counters noted on the interrogation report. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was a confirmed fracture of the lead. Additionally, during the explant procedure the patient's status became unstable, the lead was partially explanted, and the remaining portion was abandoned. The removal procedure was stopped due to the patient's status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during attempts to extract the lead "it was coming apart."

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.